Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 2nd and 3rd distal wraps were deformed with raised and overlapping struts. The inner lumen patency was verified with a 0.015 inch mandrel. The distal tip was damaged image review: review of the procedural images confirmed the presence of a tight lesion in the distal lcx vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity device. The images capture the successful delivery and deployment of a stent at the lesion site. Com: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, non-calcified lesion with 85% stenosis in the distal circumflex artery. The lesion was not pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously-deployed stent. There were no abnormalities in relation to anatomy. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent could not cross the lesion and when the physician pulled out the stent he noted that struts on the front part of the stent deformed. The procedure was completed using another resolute integrity device of the same size. There is no patient injury